Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03/25/2019. This device was not evaluated by a philips employee. The customer conducted troubleshooting with technical support over the phone. The customer performed performance verification testing and did not find any anomaly. Additionally, the customer verified that the o2 manifold did not fail. The customer stated that the unit would be returned for use.

Event description:
It was reported that the oxygen (o2) tank attached to a v60 ventilator drained very quickly. Reportedly, the customer stated that the device was set to deliver 100% o2, and after 17 minutes the o2 was depleted. The device was in use at the time of the event; however, there was no patient harm. Event date not specified; estimate used.